Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Six opened probes without tip protector in bags were received for the report. Sample 1: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap. Inner cutter was observed in the port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. The probe engine was disassembled, and the components were inspected. Diaphragm, spacer, and o-rings are all intact. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. The probe engine was disassembled, and the components were inspected. Diaphragm, spacer, and o-rings are all intact. Sample 3: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and nonconforming for actuation. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks on cutting edge, bend area and several other areas on the inner cutter. Sample 4: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both tests. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations on the inner cutter. Retested actuation with probe driver, conforming. Sample 5 and 6: the opened probe returned for evaluation for the report of probe stopped cutting halfway was not within the reported pak lot number reported based on rfid tag identification; therefore, no sample evaluation was performed. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the complaint evaluation confirms that sample 4 probe had a cut failure and did not confirm cut failure for sample 1, 2 and 3. The root cause for the cut failure is the excessive use of probe. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification.excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the direction for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample 5 and 6: based on the evaluation of the information and materials received (the reported product and lot was not received), the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the observed cut failure of sample 4 was due to excessive use of the probe by the user and sample 1, 2 and 3 were conforming for cut functional testing. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that vitrectomy probe stopped cutting halfway during the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no impact to the patient.